Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of both the returned broach handles shows the impact plates are fractured from the handles at the weld thus confirming the complaint. Portions of the welds can be seen on the handles and the impact plates. The handles have numerous impact marks near the trigger mechanism and along the handle body. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. It also stated in the report the common failure mode for the broach handles welded strike plate fracture is due to tensile overload. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple mdrs were filed for this event. See associated reports: 0001825034-2017-02097, 0001825034-2017-02098.

Event description:
It was reported that while hammering the plate of the broach handle, the handle fractured. Another broach handle was attempted and the plate fractured while hammering it as well. The procedure was completed with a third broach handle an no patient injury or significant delay was reported.